Event description:
The customer reportedly obtained a 160 mg/dl and 370 mg/dl on the accu-chek advantage system within a ten minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested. The customer states that he last used the meter 2 years ago. He discarded the meter and can't recall the name of the meter or strips